Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headaches. The patient required treatment with prescription opiates. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headaches. The patient required treatment with prescription opiates. Device information has been received and has been updated on this report.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headaches. Prescription opiates were required by the patient. During the evaluation of the device at the third-party service center, a "service required" code was found in the ventilator's downloaded error log. The devices internal battery was depleted. The internal battery was charged to address the service required code. Foam debris was not found during inspection. However dust on the blower box was found. The device's inlet air path foam assembly, and pollen filter was replaced. Additionally, the device failed a test step and a repair test was done to fix the issue which was not related to the malfunction/issue. The device passed testing.